Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6), 2008 and was revised on (B)(6), 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Event update: based on the med review, "this case involves a patient who underwent a primary total hip arthroplasty who developed femoral head disassociation with trunnionosis and metallosis. Revision surgery was necessary approximately 10 1/2 years following implantation."

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed through clinician review of the provided medical records. . Method & results: -product evaluation and results: material analysis, visual. Functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this case involves a patient who underwent a primary total hip arthroplasty who developed femoral head disassociation with trunnionosis and metallosis. Revision surgery was necessary approximately 10 1/2 years following implantation. No information was given regarding the patient's height, weight, and activity level. The findings at surgery were typical of trunnion failure with subsequent metallosis and head disassociation. I can confirm that the event occurred as well as the revision since I was able to review the revision operation report. Regarding the root cause of this failure, I cannot determine this with certainty. Causes of trunnion failure, subsequent metallosis and head disassociation are multifactorial including surgical technique factors, patient factors and implant factors. No information was provided about the patient's bmi and activity level. Examination of the removed implant by stryker engineers would help to determine the root cause. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.